Manufacturer narrative:
Concomitant devices: agilis introducer, swartz introducer, tacticath ablation catheter se, advisor hd catheter se. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 2182269-2020-00092, 3008452825-2020-00569, 3005334138-2020-00516, 3005334138-2020-00517. At the end of the procedure, ice revealed an effusion at the end of the case and pericardiocentesis was performed to stabilize the patient. The patient was transferred to ICU to be monitored with a drain. There were no performance issues with any abbott devices. At the beginning of the procedure, the ablation catheter appeared to be curving back on itself on ensite and not on fluoroscopy. The catheter was disconnected, reconnected and then removed from the patient to check the curve. Upon reintroducing the catheter, the issue appeared to have been resolved to continue the case.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.